Event description:
It was reported, while in use on patient, a pb540 ventilator generated a check volume/inspiratory time settings message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended that a service engineer inspect this ventilator and look at the exhalation valve or possibly one of the boards. Additional service information has been requested.